Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying a ¿high glucose¿ message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began ¿maybe 3rd week of (B)(6)¿. She stated that she manages her diabetes with insulin (self-adjuster), and in response to the alleged issue she increased her novolog insulin and took 12 units instead of 6 units. The patient reported that after the issue (time unknown), she developed symptoms of ¿shaky, dizziness and blurred vision¿, which after speaking to her doctor, she self-treated with food/drink. A blood glucose result of ¿24 mg/dl¿ was obtained on another meter. During troubleshooting the csr noted this was the first time the product was being used, and that the patient had been using the correct test strips. Csr noted that the test strip did completely draw in the sample. The issue was not resolved when a retest was walked through. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.